Manufacturer narrative:
A third-party service agent evaluated the customer's device and was able to verify and duplicate the reported issue. It was determined that the cause of the reported issue a faulty system pcb and a faulty power pcb. Due to a part obsolescence, the device could not be repaired. The device was returned to the customer unrepaired and the customer was advised to remove the device from service.

Event description:
A customer contacted stryker to report that their device would randomly turn on and off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would randomly turn on and off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.